Event description:
The user alleged that while using the system, they were unable to register the pt. The system would only give "points mismatched" errors. The site replaced the locatable guide, locatable guide cable and pt sensor triplet in an attempt to register the pt, but all attempts were unsuccessful. The site was unable to complete the case. There was no harm or injury to the pt.

Manufacturer narrative:
Codes, (other): the technical field specialist went to the site to check the system in 2008. It was discovered that the site was using a bronchoscope that is not compatible with the superdimension system and can be a potential cause of the reported system inaccuracies. It was recommended to the site to change the bronchoscope to one of the compatible scopes listed in the superdimension user manual. Current labeling states: "use of bronchoscopes that are not compatible with the superdimension/bronchus system may lead to inaccuracy of the system". An accuracy test was performed on the system and the results were within specification.